Manufacturer narrative:
H3, h6: the navio handpiece, part number pfsr110137, serial (B)(6) and used for treatment, was returned for evaluation. A relationship between the reported event and the device was established. The reported problem was visually confirmed. The hinge was found to be missing and there was no epoxy present at the hinge opening. A historical CAPA, hhe/pra, field action review was completed. A review of prior escalation actions found no actions applicable to the scope of this case. Review of the customer-provided photos confirms the reported allegation: the pin is separated from the handpiece. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. The most probable cause of the reported problem is insufficient/no epoxy applied during manufacturing. This failure is an identified failure mode within the risk assessment. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities.

Manufacturer narrative:
Reference number: case- (B)(4).

Event description:
It was reported that, during distal femoral burring in a navio assisted tka surgery, the small steal bar just popped out from navio handpiece hinge. The procedure was completed with the same device without delay. The patient was not harmed.